Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Medical records contain an operative note indicating loosening of tibial base to cement interface. The manufacturer of the primary tka components is not identified at this time. (B)(6) 2018 :the patient underwent a revision of the attune right knee for pain and tibial tray loosening. Intraoperatively, the tibial tray was found loose at the implant-cement interface. Patella was not revised. All other components were replaced (tibial, insert, femoral)with a non-depuy revision system with non-depuy cement. No complications noted in revision doi: (B)(6) 2014; dor: (B)(6) 2018 (tibial, insert, femoral).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.